Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer intentionally allowed the pump battery to deplete and that the continuous glucose monitor graph was now absent. Tandem technical support made multiple follow up attempts with the customer, however, no response received.